Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the codes are: ¿ rupture: observed 2 openings assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ cellulitis: unable to observe as it is not related to the manufacturing process. ¿ drainage: unable to observe as it is not related to the manufacturing process. ¿ silicone migration: unable to observe as it is not related to the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional reported right side rupture per MRI. Healthcare professional additionally reported right side "spontaneous bloody nipple discharge¿, ¿likely reactive right axillary lymph nodes measuring up to 8mm¿, may reflect acute inflammatory/infectious process as cellulitis". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: nipple discharge, silicone migration, cellulitis.

Event description:
Healthcare professional later reported right side spontaneous bloody nipple discharge, right axillary lymph nodes measuring up to 8mm and acute inflammatory/infectious process as cellulitis via MRI.

Event description:
Healthcare professional additionally reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; h6.